Event description:
A malfunction alarm occurred, indicated by malfunction code "malf 0," but there was no adverse impact to the customer's blood glucose level. As a corrective action, the customer was instructed to switch to multiple daily injections (mdi) for insulin delivery to avoid interruption. Technical support arranged to replace the pump, confirmed shipping details, and provided instructions for storing and returning the old pump using a pre-paid label.